Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department due to chest pain and tenderness/pain of the device pocket site. It was reported there was extreme tenderness with erythema and swelling. White blood cell count was okay, no sepsis was noted, and there was no drainage from the site. By patient report the pain was worsening. It was noted that the observations were related to the implant procedure. The patient was treated with an intravenous antibiotic, and then transitioned to an oral antibiotic. Pain medications were also provided. The issue was resolving and the patient was discharged from the hospital two days later. The patient was seen for two out-patient follow-up visits. The physician that did the last follow-up exam noted minimal swelling and that the site appeared well healed. It was felt that the discomfort would improve over time, but if not, a pocket revision would be considered. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.